Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(4) at the manufacturer site. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The technician identified that both patient pumps and the distribution board need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t loaner device displayed two error codes associated to patient pumps during maintenance at the manufacturer site. There was no patient involvement.

Manufacturer narrative:
H.10: the patient pumps and the distributor board were replaced successfully. The reported event was due to a mechanical/electronic fault of the pumps which likely caused distribution board damage.

Event description:
See initial report.